Manufacturer narrative:
Manufacturer contact facility name: it was documented in the initial report that the facility name was (B)(4), which was incorrect. It has been updated as depuy synthes products llc. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the laser etching was worn off therefore the device failed visual assessment which is consistent with normal wear over time, due to sterilizing process. It was further determined that the tip on the device was drilled and bent, which is consistent with excessive side load when using the device causing the tip to be drilled and bent. A review of the device history record did not indicate any conditions during manufacturing operations that could be related to the reported condition. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that the craniotome devices had an unspecified malfunction. During in-house engineering evaluation, it was determined that the tip on the device was drilled into and bent. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.